Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the hakim valve (ID ns9008 - special device unitized progra) was implanted via l-p shunt on (B)(6) 2020 with an initial setting of 120mmh2o. The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). On (B)(6), the valve setting was changed to 100mmh2o. On (B)(6), the valve catheter revision setting was changed to 80mmh2o. On (B)(6), it was confirmed that the lumbar catheter was dislodged, and the catheter revision was performed. After the procedure, it was not possible to change the valve setting no more than 30mmh2o. Therefore, it was replaced to a new valve on (B)(6) 2020.

Manufacturer narrative:
Sample was received for evaluation. DHR - product code ns9008 with lot 3753797 conformed to the specifications when released to stock. UDI : (B)(4). Manufacturing date 24th april 2019. Expiry date 31st march 2024. Failure analysis - the valve was visually inspected; needle holes in the needle chamber and a very small cut/tear (possible needle hole) in underside of silicone housing by proximal connector. The valve passed the test for occlusion, leak, reflux and siphon guard. The valve was tested twice for programming; the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the spring on the spring pillar, on the cam mechanism and on the base plate.the cam magnets were controlled per internal process, the magnets failed the root cause for the programming issue was due to biological debris found on the spring, on the cam mechanism and on the base plate. The root cause for the small hole found in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low tear/cut resistance. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.